Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump alarming constantly for an upstream occlusion during a blood infusion. The pump was programmed to deliver at a rate of 250ml/hr. It was also reported that there was no pt injury.